Event description:
The facility's laboratory supervisor reported an injection site came loose when used with jelco IV catheter. According to the laboratory supervisor, there have been no patient injury related to this event. Reportedly, there was "some bleeding, however not significant", and no medical intervention was required. The lab supervisor reported the facility had two lot numbers of the injection sites: lot #s04i09164r and lot # s04128099r, however, they were not sure which one of these two lot numbers was involved in the event. Due to two lot numbers identified by the facility, this event was also submitted via 30 day medwatch #6000001-2005-01272.